Manufacturer narrative:
(B)(4) date sent: 06/20/2025 d4: batch #c9et1e. Corrected data: h4 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and a gst45d reload loaded on the device. The reload was received fully fired, with the pan disassembled and the reload body broken. It is possible that the damage noted on the returned reload was due to improper handling of the reload. The device event log was reviewed. The log indicates that no suspect power cycles were noted. In addition, the reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number c9et1e, and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopic pneumonectomy, at the 1st firing, the cartridge was loaded as usual and the device could be used, but the cartridge was difficult to remove after that, and when the cartridge was removed with a lot of force, the cartridge pan came off and it left inside the jaws, and the cartridge could not be removed. Afterwards, a new main body and cartridge were used, so the surgery itself was no problem. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 06/18/2025. D4: batch #unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished #ech45c, with lot/batch #c9ev1u, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.